Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds in the bipolar pacing configuration and no capture. The patient was programmed to unipolar pacing. The rv lead was also reported to have been undersensing r waves. The physician decided to cap the lead and attempted to place a new rv lead. However, the physician was unable to place a new rv lead due to occlusion of the subclavian vein and the superior vena cava junction. The physician left the existing rv lead in and programmed unipolar pacing using a new implantable pulse generator (ipg). No patient complications have been reported as a result of this event.